Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The lot number of the cartridge was not provided. The patient's blood glucose elevated and the patient was hospitalized. Patient's blood glucose was over 700 mg/dl. Insulin was given to patient while in the hospital, name of insulin and dosage are unknown. The patient was hospitalized from (B)(6) 2016 to (B)(6) 2017. The insulin cartridge was requested to be returned for product evaluation.